Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/14/2017 with the following findings: a review of the black box showed multiple power on reset events. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap threads were stripped, and was able to attach to the pump. The power complaint was duplicated. A test cap was able to fit and no further power interruption occurred with the test cap. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. (B)(4).